Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose of 955 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as vomiting, diarrhea as result of high blood glucose. Customer was not using auto mode feature on insulin pump. Customer was treated with insulin drip in hospital. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.